Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement per physician preference. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient's ipg was non-functional. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's ipg was non-functional. The patient will undergo an ipg replacement procedure.